Event description:
Left extracapsular cataract extraction with anterior vitrectomy. Complication: corneal burn of the superior temporal quadrant; associated bleeding in the anterior chamber. Physician concerned about proper equipment function. Field service investigation by MFR indicated emulsifier device operating per MFR specifications. No apparent abnormalities of operation observed by hospital biomedical.